Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts by emails and phone calls have been made to obtain, patient treatment settings, patient information, patient photo. The customer reports that the system seems to be putting out too much energy. Couple of patients got burned. Lumenis representatives contacted customer several times and requested to provide testing and clinical information which is required for investigation, but the customer didn't provide it. Since no essential information was received within period which is determined for reportability, lumenis is reporting this event to the FDA in an 'abundance of caution'. Should additional significant information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
Lumenis received an adverse event report on 2 patients who sustained injury following treatment by ls infinity device. Since customer didn't provide any clinical information, an issue will be treated in a single complaint.